Event description:
Sorin group (B)(4) received a report that prior to cross-clamping, there was positive pressure in the vent line when the user expected negative pressure. It was not determined if this was an equipment issue, but it was requested that the equipment be checked. It was reported the patient was affected but is recovering.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.